Event description:
The customer reported that they were unable to acquire a v6 on 12-lead ECG. There was reported pt impact without pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.